Event description:
It was reported while using bd® multi-use nestable sharps collector the lid was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the lid was broken.

Manufacturer narrative:
2 sample(s) received by the customer and verified that the lids were broken. According to the DHR review, during the manufacturing process no issues were reported for damaged or broken lids for the lot number (2220954) reported under this complaint. A review of the ncmr¿s was performed; the results exhibit no issue reported for the same part number and issue throughout the last twelve months. Investigation based on the pictures and information provided by customer, it can be stated the following: the lids are cracked/damaged from one side. Through the lot number reported, it can be confirmed that this product was manufactured by flex on august 13, 2022. According with this investigation, it was noticed that this issue arose from a product sold in japan and all the shipping and transportation process for that country products indicates that flex is in charge of manufacturing, packaging and loading of the product, while bd is in control of transportation, transshipment, distribution and final delivery. For this reason, it can be concluded that products sold out of USA goes through different distribution stages where this kind of issue may be generated due to handling carried out during the transportation and those activities are out of flex¿s reach. Considering that failure mode is related to broken parts, the mold was verified to rule out that the issue could be generated by a damaged on the mold, the assessment confirms that mold was free of damages. Based on that assessment, it can be confirmed that the issue could be generated by several variables like hit, incorrect handling, incorrect storage or non-suitable packaging during partial sells. As part of this investigation, a review of customer complaint records was performed; according to the cc¿s records, two additional complaints were received through the last twelve months for the same part number and issue. These previous complaints were closed as non-manufacturing related / incomplete since there was not enough evidence provided in order to determine the root cause as related to the manufacturing process. As per the sample being received, an investigation could be performed, and a root cause could be determined as potential root cause: product damaged during the transshipped process made by bd¿s second provider. Non-controlled method to ship partial boxes to end user. Product damaged during the shipment or distribution. Incorrect repackaging at the time to perform partial sales. Conclusion based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process since there is not enough information like method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility. The controls were verified within the manufacturing process and confirmed as capable to detect broken or damaged lids.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd® multi-use nestable sharps collector the lid was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the lid was broken.